Event description:
Patient reported "chronic inflammatory infiltrate".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease flat and deformation. After autoclave cycle was observed: voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No were observed openings on the device.

Event description:
Patient reports "believes breast implants were faulty because oncologist has advised that the breast implants caused cancer and had been recalled". No rupture found at explant but physician reported "trace amount of fluid as seen between the implants". This record is for the left side. The device has been explanted.

Event description:
Additionally, healthcare professional reported "there was no rupture on the implants noticed upon explanation."

Event description:
Additionally, healthcare professional reported "trace amount of fluid as seen between the implants". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "believes breast implants were faulty because oncologist has advised that the breast implants caused cancer and had been recalled". Additionally, patient reports rupture. This record is for the left side. The device remains implanted.